Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and damaged battery compartment threads that caused the pump to lose power. This report is made based on results of investigation completed on 01/21/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump did not maintain power with the returned battery cap; the battery cap and compartment threads were stripped. A test cap secured properly and was used to complete investigation. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).